Event description:
Linear metallic structure are located in the intrahepatic cava, right atrium and right ventricle. These are consistent with prongs from a fragmented caval filter. Pulmonary emboli are suspected in the right lower lobe pulmonary arteries seen on the first images not present on (B)(6) 2013 CT scan. Dates of use: presently still in place. Diagnosis or reason for use: dvt when full anticoagulation could not be used due to braid.